Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) on a spectra optia device, the saline bag ran dry. Per the customer, the red roller clamp was left open and 500 ml of saline was transfused to the patient, however, the operator was able to continue the procedure. It was reported that the device did alarm that the patient's hematocrit may be off. The customer reported that they "troubleshooted" the access line during the procedure and visually inspected the tubing for air and did not observe any air in the line. The customer did not respond to multiple follow-up attempts for further patient and procedure information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer provided two images from the procedure. Picture 1 shows a screen shot of the end of run report as follows: protocol: continuous mononuclear cell collection (cmnc) final fluid balance: 143 % run time: 462 min rinseback: 214 ml saline diverted: 49 ml whole blood processed: 19342 ml picture 2 shows a screen shot of the end of run report as follows: tbv processed: 5.7 the customer did not respond to requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Patients final adjusted fluid balance with unintended saline bolus = [(3393 ml x 1.43%) + (500 ml - 297 ml+ 49 ml)] / 3393 ml x 100% = 150.4 % a disposable lot history search could not be performed since the customer did not respond to requests for disposable lot number. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the customer's statements, the operator failed to follow the screen prompts to fully close the inlet saline roller clamp at the end of saline prime and saline prime divert.

Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) on a spectra optia device, the saline bag ran dry. Per the customer, the red roller clamp was left open and 500 ml of saline was transfused to the patient, however, the operator was able to continue the procedure. It was reported that the device did alarm that the patient's hematocrit may be off. The customer reported that they "troubleshooted" the access line during the procedure and visually inspected the tubing for air and did not observe any air in the line. The customer did not respond to multiple follow-up attempts for further patient and procedure information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. The customer provided two images from the procedure. Picture 1 shows a screen shot of the end of run report as follows: protocol: continuous mononuclear cell collection (cmnc) final fluid balance: 143 % run time: 462 min rinseback: 214 ml saline diverted: 49 ml whole blood processed: 19342 ml picture 2 shows a screen shot of the end of run report as follows: tbv processed: 5.7 the customer did not respond to requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Patient¿s final adjusted fluid balance with unintended saline bolus = [(3393 ml x 1.43%) + (500 ml - 297 ml+ 49 ml)] / 3393 ml x 100% = 150.4 % a disposable lot history search could not be performed since the customer did not respond to requests for disposable lot number. Investigation is in process, a follow-up report will be provided.